Manufacturer narrative:
(B)(4). Batch # m5393u. Corrected data: expiration date: 03/29 2020. Manufacture date: 04/29/2015. The analysis results found that the sr75 reload was received in good visual condition. The cartridge reload had the swing tab in the locked position, and fully fired. No functional test was performed. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: on which firing did this occur? Colon. On this firing, did the device staple? If the device stapled, was the staple line complete? No, the end of staple was not completed. How was the procedure completed? It was completed by suturing. On this firing, did the device staple? Only half of the staple worked. If yes, was the staple line complete? What was the shape of the staples (b-formation, irregular, legs straight)? Irregular. On this firing, did the device cut? Yes. Cutting was completed. If yes, was the cut line complete? Yes. Did the staple line and cut line stop at the same distance from the proximal end? Only staple line stopped from the middle of the staple.

Event description:
It was reported that during a right hemi-colectomy procedure, the blade did not advance. Unknown how case was completed. There were no adverse consequences for the patient.